Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check with tandem technical support was being completed, however, the customer declined to complete the check. Customer changed pump supplies to resolve issue. It was reported that the customer is using fiasp insulin. Tandem technical support informed the customer that this is off label per the user guide. Customers blood glucose was 71 to 250 mg/dl.